Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported the device overheated at the user facility. No patient involvement was reported.

Event description:
It was reported the device overheated at the user facility. No patient involvement was reported.